Event description:
The pt missed his refill visit and the pump ran empty. When the pt came in for refill, somehow pressure backed up from the pump and the medication was injected around the pump port. The medication was withdrawn immediately. The pt was observed in the hospital for 24 hours; the pt experienced somnolence. The pt outcome was reported as "no injury". The pump was used to deliver morphine.